Manufacturer narrative:
Concomitant medical products: product ID 3057, lot# unknown, product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was receiving an error while trying to adjust stimulation level "cannot provide your desired settings. Call your clinician." They tried adjust stim down, then back up. They also tried to switch to other side and still received the error. Patient was still stating that his device was not working and now believes that a lead had come out of their body. Therapy started on (B)(6) 2017. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported. Patient was implanted for non-obstructive urinary retention.